Event description:
Customer reported that a pt developed a wound dehiscence two days following colon surgery. The pt was returned to surgery for repair. Surgeon reports that no knots were seen, and she saw "two free ends flapping in the wing." The surgeon re-tied the free ends and added add'l supporting suture.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.